Manufacturer narrative:
Following the reported event, the facility's biomedical tech was unable to duplicate the reported problem in the lab. The machine received preventive maintenance on 2/27/06. On 4/4/06 a gambro technical services (gts) field rep performed ultrafiltration accuracy test for three times, mass balance test and found no discrepancy between machine and graduated cylinder. He performed t1 test and the machine passed it. The service tech checked d1 and d2 flowmeters, ultrafiltration vessel, p2 pump, arterial and venous pressure and found they were in specifications. He was unable to duplicate any fluid removal problems. The machine was proving to be accurate. On april 23rd and 24th a gts technical specialist visited the clinic and found the machine to be operating within MFR's specifications. As a preventive measure he changed the d1/d2 flowmeters, the p2 pump and the safety valve. A clinical investiation is ongoing.